Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2013 due to early labor symptoms, not due to elevated blood glucose levels. It was stated that the customer was given steroids, and the next day she began experiencing high blood glucose levels. The customer was then hospitalized on (B)(6) 2013 with diabetic ketoacidosis. Troubleshooting was performed, and the insulin pump passed the prime test. Assisted the caller in programming the fixed prime. The customer later called to report that she had also been taken to the emergency room on (B)(6) 2013 due to diabetic ketoacidosis, with blood glucose levels greater than 200 mg/dl. The customer declined troubleshooting, and requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.